Event description:
New information received notes a jump in lead impedance was observed and the right ventricular (rv) lead appeared fractured. The rv lead was explanted and replaced. The patient was stable.

Event description:
It was reported that the patient presented in office for interrogation. It was noted that there was no capture on the right ventricular (rv) lead at maximum outputs. Other parameters were within normal limits. No programming changes were made since sensing was still appropriate and therapy had been delivered successfully a couple of weeks prior. The patient was pending a chest x-ray and possible rv lead revision. The patient was stable.